Manufacturer narrative:
Product examination: the returned product was inspected under magnification. Under magnification, the batch number of the 2.0mm cann. Quick release driver tip (pn ht-1120) was confirmed as 243458. There was no notable damage along the shaft of the driver. At the driver tip, the edges of the hex were dented and damaged, with clear signs of twisting and a fracture pattern at its end nearly transverse to the long axis of the driver. The broken tip of the driver was not returned. The driver was measured using calipers to approximate the fracture location. The driver measured approximately 4.4075", indicating that approximately .0925" had broken off the tip. The fracture surface shows twisting and deformation with some flat shiny portions and the remaining surfaces appearing dull and gritty. These signs indicate a torsional overloading on the driver due to encountering increased resistance, leading to the observed twisting prior to fracture. This increased resistance can have many potential causes such as improper pilot hole drilling depth or encountering dense bone. No definitive conclusion can be made.

Event description:
It was reported: hex driver has broken, no injury or delay to surgery.